Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as "the sterile part of the connection of the transfer set became unscrewed". This was observed during use of the device for peritoneal dialysis therapy; while disconnecting the transfer set had just been changed the previous day and the issue occurred at the patient's home the next morning during the first usage.there was no report of patient injury or medical intervention associated with this event. No additional information is available.